Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead shows noise on the pace/sense channel and some inhibition of pacing. Pacing pause perhaps slightly > than 2 seconds and impedance is stable at approximately 800 ohms. Patient does not have any symptoms. Patient is scheduled to see md next week. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).